Event description:
A patient found the minicap transfer set accidently detached from the adapter during an exit site cleaning procedure after 1 month of use. A transfer set change was performed immediately. Per affiliate, no patient injury or medical intervention resulted from incident.